Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Unknown ¿ unknown cup - unknown. Unknown - unknown head - unknown. Therapy date: unknown . Customer has indicated that the product will no be returned to zimmer biomet for investigation, due to product still being implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 - 04829; 0001825034 - 2018 - 04830.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-rays received and review stated that the acetabular cup had a vertical orientation, likely predisposing to superior dislocation of the right femoral head. Lucency is seen along the medial and inferomedial aspect of the acetabular cup, possibly evidence of early loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.